Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead exhibited stimulation only in certain configurations during threshold testing and a loss of rv pacing. An rv lead dislodgement was suspected. A review under fluoroscopy confirmed an rv lead dislodgment. A revision procedure was performed to reposition and reprogram this rv lead; this lead was successfully repositioned. No adverse patient effects reported. The patient has an intrinsic conduction. The rv lead was repositioned and remains in service.

Manufacturer narrative:
This right ventricular (rv) lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submited should further information be provided.